Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that during simulated fibrillation induction testing, the battery voltage always returned to greater than 3v when the second charge was begun. The behavior was consistent with an integrated circuit anomaly that caused the device to occasionally end a charge prematurely. Failure (event) observed during analysis.